Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "unknown disclosed system error," which was reproduced as a system error 345 while running a loaded set. The alarm was confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed an "unknown disclosed system error" during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. During baxter's evaluation, this symptom was clarified as a system error 345. It was also reported there was no patient injury.